Manufacturer narrative:
Visual inspection did not identify any anomalies, that would contribute to the issue. A device history record was performed to review and conform the sterility of the implanted system. The root cause of the issue could not be determined.

Event description:
Related MFR report: 3006705815-2020-32229. It was reported the patient¿s implantable pulse generator (ipg) was removed due to an infection. Reportedly, during the procedure the physician cut the tails of the lead and left the remainder still implanted in the patient. Subsequently, the patient underwent reimplantation of a new scs system during which time the remainder of the old scs lead was removed.